Event description:
A dreamstation auto bipap was returned to a third party service center for evaluation. There was no harm or injury reported. During evaluation, foam particles were found in the device blower kit. The device was found to be contaminated with cigarette smoke or insect infestation. The device was not functional at the time of the evaluation. No error codes were found in the device log history. The device was scrapped.

Manufacturer narrative:
Update: the become aware date was changed from 01/11/2025 to 02/02/2025.